Event description:
It was reported that prior to surgery, it was discovered that the casing for the battery device was not functioning. There were no delays to the planned surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated device and observed that the device had corrosion on the contacts. Therefore, the reported condition was confirmed. It was determined that the was due to immersion during cleaning, which is failure to follow the directions for use. The assignable root cause was determined to be due to misuse, abuse and/or possibly user error. If additional information should become available; a supplemental medwatch report will be submitted accordingly